Event description:
It was reported that during a lap lobectomy, the knife did not fully return and the jaws did not open at the 4th stroke of the 1st firing. The position of the knife was in the middle of between the proximal end and the 1st stroke end. As there was no problem till the 3rd stroke, the doctor thought the device cut and stapled the target tissue as intended. Therefore, the doctor pulled the fired tissue gently and the device could be removed. The target tissue was relatively thin. Reinforcement material was not used. The deployed staples were b-formed shape. There was no unexpected noise. The cartridge was blue. The site was refired with another device just in case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr45b cartridge reload was loaded in the device. The cartridge reload was received fully fired and with several b-formed staples on the cartridge deck. In addition, several staples were found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The knife was fully returned to home by removing the staples behind the knife and completing the return stroke; the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. Once the device completed the firing sequence the knife returned home as intended. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition the returned device was disassembled to verify the condition of the internal components and no anomalies were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.